Event description:
The customer received a blood glucose reading of 379mg/dl on the contour, re-tested on a different meter and the readings were 126 and 137mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to her.